Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('for sure I have 3 coils but if they only saw 3 on x-ray and that includes iud where did 3rd coil go / hsg showed one of the coil did not make it into the tube') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one of the coils did not make it into the tubes. X-ray - on an unknown date: show 3 coils that includes iud. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device dislocation amendment: the report was amended for the following reason: nullification of record # (B)(4) from bayer safety database due to being a follow up / duplicate to record # (B)(4)(retained case). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('for sure I have 3 coils but if they only saw 3 on x-ray and that includes iud where did 3rd coil go / hsg showed one of the coil did not make it into the tube') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: one of the coils did not make it into the tubes. X-ray on an unknown date: show 3 coils that includes iud. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.